Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently began exhibiting beeping tones and upon review of remote data, it was confirmed that a code 1003, indicative of battery, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for confirmed that the battery voltage had decreased in an irregular manner and recommended a replacement procedure within a provided timeframe. At this time, this ICD remains implanted and in-service, with no adverse patient effects reported.